Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the safestep infusion set was inconclusive due to the sample condition. Two photographs were the only items returned for investigation. One photo showed the product label with p/n lh-0032yn and lot ascrs0086. The other photo showed a 20g safestep infusion set with y-site. The clamp was closed over the extension set tubing between the luer adaptor and the y-site. The protective needle cover was still attached to the needle. The dead end cap was still attached to the luer adaptor. The alleged leak or breach in the device could not be discerned from the photograph. Without the physical sample or irrefutable photographs, the complaint could not be confirmed. A lot history review (lhr) of ascrs0086 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that from the luer lock system to they leaked at the tip end. They have reportedly been placing an end cp on to prevent this.